Event description:
General report received of an unspecified number of undocumented incidents of tubing separations; subsequently, blood loss was noted. The tubing sets were being used to deliver unspecified solutions. After unspecified lengths of time in use, it was reported that the tubings separated from the distal clave y-sites leg. An unspecified amount of blood loss was reported. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The devices are expected to be returned for investigation. They have not yet been received.